Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryoablation procedure, air was aspirated through the sheath valve. The sheath was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 flexcath advance sheath with lot number 75955 was returned and analyzed. Visual inspection of the sheath showed that the device was intact with no apparent issues. The reported issue of air ingress was reproduced when a test balloon catheter was introduced through the sheath. Dissection showed that the hemostatic valve was leaking. In conclusion, the reported issue of air ingress was confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.